Event description:
The customer reported that the sys would not perform fluoroscopy. This resulted a total loss of imaging functionality, ther is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video pin in the interconnect cable j1 was reseated. The system was tested and found to be working as intended and returned to service.